Manufacturer narrative:
The peritonitis onset was an unknown date in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient¿s transfer set became loose and as a result, the patient experienced peritonitis. It was further described as ¿the set worked loose from the titanium connector and soon after the patient developed peritonitis¿ (no further detail). The treatment and patient outcome of the peritonitis were not reported. No further detail was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
One day prior to onset, the patient received 500 mg of ciprofloxacin (route unspecified) per medical decision (one day). On the same date as onset, the patient began treatment for the peritonitis with vancomycin, 2 grams, every three days, (dependent on serum level) for two weeks, ciprofloxacin, 500 mg, twice daily, for five days, and cefalexin, 500 mg, for one day (routes were not reported). On an unreported date, the patient was recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.